Event description:
New information through remote monitoring noted that the right-ventricular (rv) lead was explanted and replaced. Patient condition was stable

Event description:
It was reported that the patient presented through remote transmission. It was observed that the right ventricular lead exhibited high impedance. The patient then presented in clinic and it was found that the rv lead had fractured. The rv is awaiting explant. Patient condition was stable.